Manufacturer narrative:
The field service engineer (fse) called the customer site on (B)(6) 2016. With guidance from the fse, customer replaced the tubing from the sample filter to the probe bypass valve (pbv) as it was broken and that resolved the reported leaking. (B)(4).

Event description:
The customer reported an uncontained leak on their iq200 system. The leak consisted of 1/2 ml's of fluid that leaked onto the counter. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and goggles. There was no exposure to the leaking hazardous fluid.